Event description:
The pt was implanted with two percutaneous leads for low back and leg pain on (B)(6) 2010. It was reported that his stimulation was increasing to an uncomfortable level w/o prompting. The reported discomfort was felt in the pt's right rib area. F/u on the pt found that surgical intervention was undertaken to reposition his leads on (B)(6) 2010. Effective stimulation was recaptured for the pt. No devices were explanted and none will be returned to the MFR.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.